Event description:
As reported through the (B)(4) study, two weeks following the transaortic valve implant (tavi) procedure via transfemoral approach, the patient developed an access site hematoma. The patient was treated surgically on (B)(6) 2011 with a right groin sartorius flap and evacuation of the hematoma.

Manufacturer narrative:
The device was not returned for evaluation as the event occurred two weeks post procedure, however, per report, the event was not due to device malfunction. The device history record (DHR) review of the effected retroflex 3/ sapien introducer sheath shows the device met specifications prior to distribution of the device. Per the device instructions for use (IFU), hematoma is a known complication associated with standard cardiac catheterization, and the aortic valve replacement procedure. As with any invasive procedure, there are some risks to a transfemoral approach, including access site complications. According to the literature, the most common complications occur around the femoral puncture site, with groin hematomas being the most common. At the time of the procedure, the arterial access site was closed surgically. Since the hematoma surfaced two weeks later, there may have been a slow leak at the surgical closure site. There is no evidence that the event was a result of the performance of the device. No further actions are possible/required at this time. Of note, the patient had vascular complications during the index procedure, right ilio-femoral artery dissection; it is unknown if there was a direct relationship between the two events (reference manufacturer report number 2015691-2011-16210).